Event description:
An endurant stent graft system was implanted in a pt for endovascular treatment of a 5.7 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as there was severe tortuosity, with a sharp bend where the junction of the iliac and the aneurysm meet. The bifurcated stent graft and the contralateral limb were implanted. The stent grafts were modelled with a reliant balloon, the contralateral limb was modelled first and the bifurcated stent graft was modelled last and the stent grafts appeared fine. It was reported that when the lunderquist guidewire was removed from the pt the bifurcated stent graft kinked at the junction of where the ipsilateral limb of the bifurcated stent graft and the bottom of the aneurysm meet. The physician attempted to model the kink with a balloon but was unable to resolve the kink. There was continued blood flow down the contralateral side. The bifurcated stent graft was now an aui as the kink completely occlude the vessel and a femoral to femoral bypass was performed. No add'l clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results - occlusion, kink. Severe tortuosity. Conclusion: severe tortuosity.